Manufacturer narrative:
Updated data: g1. H6. Method, result, and conclusion codes conclusion: review of the device history record and frame record for this valve found it was built to specification and met all inspection and acceptance criteria. Thus, no issues were noted with the finished product that would have impacted this event. The valve was not returned to medtronic, therefore product analysis could not be performed. Procedural images were submitted for review. The imaging showed the final release of an valve with constraint of the inflow of the valve along the left coronary cusp (lcc). Other imaging showed a pigtail catheter placed partially in the outflow and partially outside of the outflow of the implanted valve and a contrast injection being performed. The contrast injection was less than optimal for obtaining conclusive evidence of paravalvular leak, but one could conclude that the depth of valve deployment showed the inflow of the valve above the native annulus basal plane on both the lcc and non-coronary cusp sides. Some filling of both the right and left coronary arteries could be seen with the contrast injection, but the amount of contrast used in combination with sub-optimal pigtail catheter placement did not provide enough evidence to comment on whether or not there was inadequate coronary flow at that time. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a pre-implant balloon aortic valvuloplasty (bav) and a post-implant bav were not performed but mild to moderate calcification was reported. As observed from the image review, the constrained valve during deployment may have been a contributing cause of the dislodgement. Dislodge events are typically not related to a device malfunction. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, there was no allegation of incomplete expansion, but it was identified during image review. A pre-implant or post-implant bav were not performed. The cause for the constrained valve could not be determined. Per the device IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. It was reported that the dislodged valve obstructed the left main coronary artery. With the information available, this could not be confirmed by medtronic. Conduction disturbances, such as arrhythmias, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a patient with moderate annular calcification, at final release, the valve dislodged. Subsequently, a non-medtronic valve was implanted. Hours later, coronary malperfusion was evident. It was reported that the left ventricle function was significantly reduced. Peripheral extracorporeal membrane oxygenation (ECMO) implantation and urgent heart surgery were performed. It was reported that the dislodged transcatheter valve was obstructing the left main coronary artery. The dislodged valve was surgically explanted. The patient was reported as unstable and was transferred to the intensive care unit (ICU) on central ECMO. It was reported that the patient remained intubated with unspecified arrhythmias. High doses of catecholamines were administered. It was also reported that the patient was in septic shock. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.